Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that insertion of the 18g catheter into the vein was difficult. The infusion products breached the vein and diffused elsewhere. This required multiple insertions with alteration of the peripheral venous capital. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.